Event description:
While wearing the external equipment, the pt reportedly had no sound perception. On october 21, 2005, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was not fully functional. Surgery to explant the pt's device is to be scheduled.